Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to a mode other than monitor + therapy. No adverse patient effects were reported. Attempts to gain additional information from the field were not successful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.